Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from representative that an alert was displayed on external communicator indicating that the patient had a 2.8mv r-wave. Asked if there is a way to tailor the value that triggers it. Technical services provided guidance. Additional information received from representative indicates that the physician suspected that the right ventricular (rv) lead micro-dislodged or had a variation in slack. It was suspected that the behavior was attributed to the position of the rv lead. The device was reprogrammed. The system remains in service. No adverse patient effects were reported.